Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the ccd driver pcb fluid damage; however, other failurres are not related to the alleged complaint. Based on the technical report, it was evalauted to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(stain).